Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The investigation will focus on review of product documentation. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure abiomed introducer sheath in-process and final inspections:vacuum leak test: perform pressure and vacuum leak test per procedure (latest revision). This procedure is performed by qa 100%. Per instructions for use (IFU): when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported there was a 23 fr introducer that was leaking at the scoring next to the orange bezel around the valve. The problem was found in less than 60 seconds during 5.0 axillary insertion procedure on a (B)(6) male patient. Another axillary kit was used. The procedure was completed in normal fashion and the rest of the case was unremarkable. No additional medical or surgical intervention was required. The device was discarded.